Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was determined during the trouble shooting of a patient complaint that the patient was not connected to the homechoice device when therapy was initiated and the patient line was not completely primed. The patient was connected in the initial drain, at the time of the reported event. The technical service representative assisted the patient to end therapy and to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.